Event description:
During surgery, while surgeon manually moved the robot arm, the robot arm pushed on surgeon's hand. Surgeon pushed on the robot arm with more force and the device had a communication error. Surgeon restarted the device to pursue surgery.

Manufacturer narrative:
Analysis of the data logs indicated that excessive force was applied to robot and a communication error was displayed. Overload detection is a safety protocol of the robot. The robot worked as intended. The surgeon applied excessive force to the robot during a slow cooperative movement.